Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The head broke off of the brush and a piece of iron ended up in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender, who is a doctor, reported that on more than one occasion, the head broke off of the oral-b brushhead, version unknown and a piece of iron ended up in his or her mouth while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer stated that the brush head had been used for 1 to 3 weeks. No symptoms developed. On (B)(6) 2016 received consumer follow-up: the consumer reported that the brush head had the standard gray logo and it didn't come off when he or she scratched it. The consumer stated that a couple of the brush heads from a pack of 10 had this problem, but he or she had not used them all yet. No symptoms developed.

Manufacturer narrative:
On 24-aug-2016 product investigation results: reporter returned one toothbrush head on 06-jun-2016. Toothbrush head confirmed to be counterfeit.

Event description:
The head broke off of the brush and a piece of iron ended up in mouth [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender, who is a doctor, reported that on more than one occasion, the head broke off of the oral-b brushhead, version unknown and a piece of iron ended up in his or her mouth while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer stated that the brush head had been used for 1 to 3 weeks. No symptoms developed. On 26-apr-2016 received consumer follow-up: the consumer reported that the brush head had the standard gray logo and it didn't come off when he or she scratched it. The consumer stated that a couple of the brush heads from a pack of 10 had this problem, but he or she had not used them all yet. No symptoms developed.